Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a week after device implant, the patient had slipped and fell on black ice, the patient landed on her left side. The patient presented in clinic. Upon interrogation of the device, it appeared that the right ventricular lead did not capture on every beat. A chest x-ray did not confirm lead dislodgement. The patient presented for revision procedure on (B)(6) 2019. The capture was rising. The lead was repositioned successfully. The patient was stable.